Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had emergency medical service due to diabetic ketoacidosis and high blood glucose of 700 mg/dl on (B)(6) 2019. Customer was treated with insulin drip and manual injection. Customer was unconscious during high blood glucose event. Customer was unable to continue troubleshooting for high blood glucose and loss of communications and he was not sure exactly if the insulin pump or if its the transmitter that caused her diabetic ketoacidosis. Insulin pump will not be returned for analysis.